Event description:
It was reported that during a surgical procedure, they could not insert lead into header block from a case a day prior to this report. Health care provider (hcp) was unable to insert lead into neurostimulator (ins) header block and was specifically unable to get past the setscrew. It was indicated that hcp thought that the setscrew was in too far. It was indicated that hcp worked at it for a good 15 minutes+ but could not resolve it. It was indicated that they used another ins and this worked fine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial #(B)(4) showed significant anomalies and noted that the set screw was backed out too far. The device passed final functional testing and good, stable output was seen on all electrode pairs. A known good lead was able to be inserted and withdrawn 3 times into the connector port. Insertion specification was = 3.0 lbs and the withdrawal spec was = 2.0 lbs. Results were as follows: insertion = 0.65, 0.63, and 0.71 lbs. Withdrawal = 0.63, 0.62, and 0.64 lbs. It was reported that the device passed the functional and lead insertions tests and that the complaint could not be duplicated during analysis. In addition, it was also reported that there was no telemetry during check-in due to a check in error. It was noted that the lead stated in the complaint (as being difficult to insert) was not returned for evaluation.

Event description:
Additional information received on april 24, 2014 confirmed that the lead component would not go into the implantable neurostimulator (ins) and that another device was used 'with no harm done'. It was noted that the device was not used in the patient. The patient status after the event was reported as recovered without sequelae.